Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the sensor wire became detached from the sensor. Reportedly, the transmitter was not still snapped into the sensor pod when the sensor was removed. No additional patient or event information was available. A replacement sensor was sent to the customer.